Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. - 31 events had no patient involvement; no patient impact. - 1 event had no known impact or consequences to the patient. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 33 previously reported events are included in this follow-up record. Product return status 22 devices were received. 11 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 39 events were previously reported during the reporting quarter; however:  - 6 events were reported in error. - 33 previously reported events are included in this follow-up record. Product return status 20 devices were received. 10 devices were not available for evaluation. 3 device investigation types have not yet been determined. Event confirmation status 4 reported events were confirmed. 16 reported events were not confirmed. Evaluation results 11 devices were found to be affected by compromised lubrication. 9 devices were found to be affected by internal corrosion.

Event description:
This report summarizes <noe> 33 </noe> malfunction events in which the device reportedly overheated. 31 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 39 previously reported events are included in this follow-up record. Product return status: 19 devices were received. 1 device was not available for evaluation. 19 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. 15 reported events were not confirmed. Evaluation results: 11 devices were found to be affected by compromised lubrication. 8 devices were found to be affected by internal corrosion.

Event description:
This report summarizes <noe> 39 </noe> malfunction events in which the device reportedly overheated. 37 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 39 events were reported for this quarter. Product return status: 13 devices were received. 26 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. 10 reported events were not confirmed. Evaluation results: 9 devices were found to be affected by compromised lubrication. 4 devices were found to be affected by internal corrosion. Additional information: 39 devices were not labeled for single-use. 39 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 39 </noe> malfunction events in which the device reportedly overheated. 35 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact.